Manufacturer narrative:
The bd max system¿ is intended for in vitro diagnostic (ivd) use in performing FDA cleared or approved nucleic acid testing in clinical laboratories. The bd max system¿ is capable of automated extraction and purification of nucleic acids from multiple specimen types, as well as the automated amplification and detection of target nucleic acid sequences by fluorescence-based pcr. The complaint of ¿head moving with door open¿ was confirmed onsite by bd service personnel. The field service engineer dispatched to the site found that the door magnet which triggers the door open/closed sensor was out of alignment. The fse adjusted the magnet to resolve the issue, which allows the customer to operate the instrument under normal conditions without further incident. Based on historical data, this is an isolated incident and there are no trends associated with this failure mode. Bd quality will continue to monitor.

Event description:
The customer reported that they were prompted to change the bd max¿ pcr cartridge during an interleaved run. When they opened the door of the bd max¿ instrument, the head continued to move. No injuries reported.